Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began sometime in 2014. The patient reported obtaining a blood glucose reading of ¿219mg/dl¿ on the subject meter. The patient managed their diabetes with an insulin pump. The patient reported developing symptoms of ¿shaky, sweaty, lethargic and blurred vision¿ immediately after obtaining the reported reading. The patient reported self-treating these symptoms with food and/or drink. The patient reported obtaining a blood glucose reading of ¿219mg/dl¿ on another unknown device. The patient could not recall the exact date or timing of the event as it occurred almost a year ago. At the time of troubleshooting the cca walked the patient through a control solution test. The meter passed testing with results within the accepted range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because, the patient developed serious symptoms associated with hypoglycemia while using the subject meter.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found.the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.